Event description:
It was reported that an fms device was leaking around the balloon. The nurses took out the device and placed it back into the patient and could not get the balloon to inflate again over 35ml.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.